Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9 device available for evaluation - correction d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation/ correction h3a: device evaluated by mfg- additional information h3b: evaluation included - additional information . H6: additional information.

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.